Manufacturer narrative:
Concomitant products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 04-jan-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient was reporting no pain relief following implant. The patient denied any falls or traumas. The patient had been reprogrammed 3 times. X-rays were taken on (B)(6) 2021 where the physician discovered the lead tip was now up to mid t7. The lead had migrated. The patient was sent back to neurosurgery to discuss lead revision. Surgical intervention was planned but not yet scheduled.